Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin and the customer was alleging the insulin pump for under delivery of the insulin. Customer¿s blood glucose level was 280 mg/dl at the time of the incident and the current blood glucose value of the customer was 471 mg/dl. The customer was assisted with the troubleshooting. The reason why customer alleging the insulin pump for under delivery because the customer states that they have a problem with the insulin pump it had said sensor glucose level high and the customer have too much active insulin and do not take a bolus and then blood glucose level raised to the 471 mg/dl. The insulin pump will not be returned for the analysis.